Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. It is unknown when this event occurred but was reported to have occurred in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective front panel keypad. The front panel was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.